Event description:
It was reported that the physician was experiencing communication issues with the programming tablet. A company representative then performed troubleshooting. It was confirmed that the tablet was not plugged into the wall. It was verified that the port on the tablet was not loose and there were no issues noted with the wand. The serial cable was then unplugged and plugged back in however the issue was not resolved until the serial cable was replaced. The physician was then provided with a new serial cable and the faulty serial cable was disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.